Manufacturer narrative:
(B)(4).

Event description:
During a device replacement procedure, the set screw could not be unfastened after several attempts. The non-abbott lead was cut and the distal part remains implanted. A new lead and pacemaker was implanted to resolve the issue with no adverse consequences to the patient.